Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n182665002, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that a dye study was done at the physician¿s office on (B)(6) 2019 and it was unsuccessful. No patient symptoms were reported. On (B)(6) 2019 the patient was taken to surgery for a catheter revision. During the procedure, the sutureless connector portion of the catheter was replaced. Regarding any environmental, external, or patient factors that may have led or contributed to the issue, ¿unable to determine at this time¿ was noted. The date for the event/difficulty was noted to be 2019. The issue was resolved at the time of the report. It was noted that the hcp had no further information to provide regarding the event and that there would be no return of the device as the hcp refused. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.